Event description:
A customer experienced a skin reaction while wearing an abbott diabetes care (adc) device and experienced slight redness and itchiness at the sensor site. The customer contacted a healthcare professional (hcp), who provided unspecifed treatment for the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.